Event description:
Device issue: stent dislodgement. Time of device issue: during the procedure. Adverse event: medical/surgical intervention. Onset of adverse event: during the procedure. It was reported that during a right coronary artery (rca) intervention of an angulated vessel that was highly calcified, primary stenting with a 3.0x12 promus was attempted without predilatation; however, the promus did not cross. There was difficulty advancing to the lesion due to resistance. The device was taken out and a 3.0x8 promus was advanced. Excessive force was applied in an attempt to get the device to cross the lesion and the stent migrated off the balloon, although the stent did not move in the body once it dislodged. Multiple techniques were attempted to retrieve the stent off the guide wire including an attempt to pull the device back into the guide catheter as well as using a second guide wire and another balloon; however, all attempts were unsuccessful and the pt was sent for surgery in order to remove the stent. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up will be submitted with any relevant info.